Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2019 by knee surgery, sports traumatology, arthroscopy titled ¿management of acute knee dislocations: anatomic repair and ligament bracing as a new treatment option¿results of a multicentre study¿. The study reviewed sixty-nine (69) patients who underwent acute knee dislocations treated with anatomic repair + ligament bracing using arthrex fiberwire to address soft tissue approximation and/or ligation. During the fourteen (14) month follow-up period, ten (10) patients required revision. Ref: heitmann, m. Et al. Management of acute knee dislocations: anatomic repair and ligament bracing as a new treatment option-results of a multicentre study. Knee surg sports traumatol arthrosc 27, 2710-2718, doi:10.1007/s00167-018-5317-4 (2019).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.